Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Log review showed placement signal drifting up with a simultaneous decrease in pump flow starting on 11/16. Motor current remained stable and reacted to the p-level changes. Cvp also remained stable while the placement signal drifted upward. A dp placement signal not reliable alarm triggered as well. The root cause of the placement signal issue was mostly likely sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella rp flex support. While on support, placement signal not reliable (psnr) alarm with absent pulmonary artery pressure (paps) and impella flow numbers was present. The automated impella controller (aic) showed increase paps and low flows with stable motor current (mc) prior to alarm. Alarm audio was turned off.